Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/migration'), embedded device ('one coils inserted into wall of uterus'), genital haemorrhage ('heavy bleeding') and psoriatic arthropathy ('psoriatic arthritis') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (dob: (B)(6) 1987), gravida ii, sinus operation, tennis elbow and hernia repair. Concurrent conditions included hypothyroidism, cramp in lower abdomen, right upper quadrant pain, vomiting, menometrorrhagia, blood in urine, hemorrhoids and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), etodolac, levothyroxine, levothyroxine sodium (synthroid) and ondansetron hydrochloride. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"), 9 months 1 day after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced autoimmune arthritis ("autoimmune disorder type of disorder: inflammatory arthritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("lower back pain"), psoriatic arthropathy (seriousness criterion medically significant), urinary tract infection ("uti"), metrorrhagia ("metrorrhagia"), bladder disorder ("bladder/ urinary problems changes"), urinary tract disorder ("bladder/ urinary problems changes"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (dilation and curettage, hysterectomy with bilateral salpingectomy and on (B)(6) 2013 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, back pain, metrorrhagia and abdominal pain had resolved and the embedded device, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, autoimmune arthritis, depression, anxiety, psoriatic arthropathy, urinary tract infection, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, autoimmune arthritis, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, psoriatic arthropathy, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date. (B)(6) 2008, underwent tubal ligation. First the left essure device was placed with 4 coils visible at the end. The right essure was placed with 1-2 coils visible at the end. Post ablation syndrome resulting in hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: normal appendix. No evidence of intra-abdominal intrapelvic inflammatory process. No free air or obstruction. No free fluid. No abscess.. Computerised tomogram pelvis - on (B)(6) 2014: there is presence of essure coils in bilateral fallopian tubes. The remainder of the study appears unremarkable. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Bilateral occlusion.; on (B)(6) 2008: there is patency of the right fallopian tube and contrast material entering the left fallopian tube with opacification to the mid fallopian tube on the left. There is patency of the right fallopian tube with free spillage of contrast material into the peritoneal cavity. Ultrasound scan vagina - on (B)(6) 2008: gestational sac within the uterus without evidence of a viable embryo at this time. This could represent a blighted ovum especially with the beta hcg level being at 13,000. There is an essure coil in the left fundus of the uterus.; on (B)(6) 2008: findings compatible with blighted ovum. Left corpus luteal cyst that has become smaller since (B)(6) 2008. Essure coil appears to be located in the fundus of the uterus rather than in a normal position within the fallopian tubes.; on (B)(6) 2014: there is presence of uterine fibroid measuring 1.8 x 1.8 x 1.2 cm. There is presence of essure coils in the bilateral fallopian tubes. The right-sided coil appears to be terminating in the coronal region of the uterus and the left side coil terminates in the midportion of the uterus. Clinical correlation to this observation is suggested.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, menorrhagia, vaginal bleeding, pelvic pain, back pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received events " post procedural complication, metrorrhagia, uti, bladder or urinary problems changes" were added. Outcome of events "pain, bleeding and migration" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/migration'), embedded device ('one coils inserted into wall of uterus'), genital haemorrhage ('heavy bleeding'), pregnancy with contraceptive device ('pregnancy / pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and psoriatic arthropathy ('psoriatic arthritis') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 (dob: (B)(6) 1987), gravida ii, sinus operation, tennis elbow and hernia repair. Concurrent conditions included hypothyroidism, cramp in lower abdomen, right upper quadrant pain, vomiting, menometrorrhagia, blood in urine, hemorrhoids and uterine bleeding. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), etodolac, levothyroxine, levothyroxine sodium (synthroid) and ondansetron hydrochloride. On (B)(6) 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In october 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 9 months 1 day after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced arthritis ("autoimmune disorder type of disorder: inflammatory arthritis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), back pain ("lower back pain") and psoriatic arthropathy (seriousness criterion medically significant). The patient was treated with surgery (dilation and curettage, hysterectomy with bilateral salpingectomy and on (B)(6) 2013 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, arthritis, depression, anxiety and psoriatic arthropathy outcome was unknown and the dysmenorrhoea, pelvic pain and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, arthritis, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psoriatic arthropathy and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date. (B)(6) 2008, underwent tubal ligation. First the left essure device was placed with 4 coils visible at the end. The right essure was placed with 1-2 coils visible at the end. Post ablation syndrome resulting in hysterectomy . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: normal appendix. No evidence of intra-abdominal intrapelvic inflammatory process. No free air or obstruction. No free fluid. No abscess.. Computerised tomogram pelvis - on (B)(6) 2014: there is presence of essure coils in bilateral fallopian tubes. The remainder of the study appears unremarkable. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Bilateral occlusion.; on (B)(6) 2008: there is patency of the right fallopian tube and contrast material entering the left fallopian tube with opacification to the mid fallopian tube on the left. There is patency of the right fallopian tube with free spillage of contrast material into the peritoneal cavity. Ultrasound scan vagina - on (B)(6) 2008: gestational sac within the uterus without evidence of a viable embryo at this time. This could represent a blighted ovum especially with the beta hcg level being at 13,000. There is an essure coil in the left fundus of the uterus.; on (B)(6) 2008: findings compatible with blighted ovum. Left corpus luteal cyst that has become smaller since 12may2008. Essure coil appears to be located in the fundus of the uterus rather than in a normal position within the fallopian tubes.; on (B)(6) 2014: there is presence of uterine fibroid measuring 1.8 x 1.8 x 1.2 cm. There is presence of essure coils in the bilateral fallopian tubes. The right-sided coil appears to be terminating in the coronal region of the uterus and the left side coil terminates in the midportion of the uterus. Clinical correlation to this observation is suggested.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, menorrhagia, vaginal bleeding, pelvic pain, back pain, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Events added: psoriatic arthritis and one coils inserted into wall of uterus. Event clubbed: psychological or psychiatric problems condition: depression/psychological injury. Lab data updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('heavy bleeding'), pregnancy with contraceptive device ('pregnancy / pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1, gravida ii, sinus operation, tennis elbow and hernia repair. Concurrent conditions included hypothyroidism. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), etodolac, levothyroxine, levothyroxine sodium (synthroid) and ondansetron hydrochloride. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 9 months 1 day after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced arthritis ("autoimmune disorder type of disorder: inflammatory arthritis."). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (dilation and curettage, hysterectomy with bilateral salpingectomy and on (B)(6) 2013 underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, arthritis, depression and anxiety outcome was unknown and the dysmenorrhoea, pelvic pain and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, arthritis, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in insertion date. (B)(6) 2008, underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received- events- "miscarriage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), inflammatory arthritis, migration of essure device location of device: uterus, depression, mental anguish, dysmenorrhea (cramping), pelvic pain, lower back pain", concomitant drug, medical history added. Events- "dysmenorrhea (cramping), pelvic pain, lower back pain" outcome updated to "recovered / resolved", pregnancy outcome updated to "spontaneous abortion". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.